Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during initial drain, patient connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp had reportedly left the clamps open on unused supply lines. The tsr explained that the hp would need to start over with new supplies. The tsr also advised the hp to notify the nurse in the next 24 hours. The tsr then advised that all unused lines need to be clamped off during therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement. No injury or medical intervention was reported. During a follow up with the nurse regarding the reported problem, it was revealed that the hp didn't specifically mention the alarm to them; however, the nurse stated "I can tell you the patient is fine." The nurse would not provide any additional information.